Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional nc trek device is being filed under a separate medwatch report. Evaluation summary: a visual and dimensional inspection was performed, and the reported shaft that separation was confirmed. The hypotube fractured faces at the separation were ovalled shaped as if kinked prior to separation. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to operational context of the procedure. It is likely that during advancement the balloon catheter encountered resistance with the calcified anatomy and/or with the previously implanted stent resulting in the failure to advance. Further manipulation of the device, against resistance kinked the shaft, resulting in the shaft separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion at the bifurcation of the left anterior descending and diagonal coronary arteries. A 3.00 x 12 mm nc trek rx balloon dilatation catheter (bdc) was advanced for post dilatation of the lesion. The bdc failed to cross the lesion possibly due to the previously implanted unspecified stent and a proximal shaft separation occurred. The separation occurred at a point outside of the anatomy and the distal part of the bdc was simply manually removed. A 3.50 x 12 mm nc trek rx was then advanced; however, the same problem occurred. The procedure was ultimately successfully completed with a third unspecified nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.